Event description:
A 1/16" drill bit tip broke off during surgery. Dr. (B)(6), orthopaedic surgeon was performing a right patella surgery. Approximately 1 cm of drill bit broke off (per physician). Attempt(s) to retrieve were unsuccessful. Patient was advised. We do have drill bit in possession. No x-ray taken as piece visualized by surgeon.